Event description:
This case was a (B)(6) male patient undergoing extraction of a fractured sjm riata 1580 lead. A 14f gl and lld-ez were used to extract the lead. The doctor lased for "a few seconds" before the riata released. A drop in blood pressure was observed. The cvs performed a sternal window, placed a chest tube, and noted an rv apical perforation.the injury was a small hole that did not require any further intervention such as suturing or other repair. The wound tamponaded itself. The case was performed in the ep lab.

Manufacturer narrative:
Product was not returned.